Event description:
It was reported that during a device interrogation, this pacemaker was found to be in safety mode. A temporary pacemaker wire was placed. A generator changeout procedure was performed and this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed that neither tachy nor brady therapy remained available. The device case was opened and the battery was removed and forwarded for detailed testing. Testing of the hybrid circuitry and battery found no failure likely to cause safety mode. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that during a device interrogation, this pacemaker was found to be in safety mode. A temporary pacemaker wire was placed. A generator changeout procedure was performed and this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.